Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure through navarre drainage catheter. Post the procedure, the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: although the physical device was not returned for evaluation, one photo and one video were provided for review. The photo show partial view of an implanted drainage catheter. Thread was noted to be completely separated from the catheter. The video shows the clinician was holding the drainage catheter and pulling the thread. Pigtail formation was noted at the distal end of the catheter. The thread was noted to attached with the proximal catheter hub portion, but it is unsure about the thread is attached to the distal portion of catheter as the quality of video is poor. Therefore, the investigation is confirmed for the reported thread break and material separation issues for one device based on the photo and the investigation is inconclusive for the reported thread break and material separation issues for another device as the provided video was not sufficient to confirm the reported issues. The definitive root cause could not be determined based upon available information. Labelling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an ultrasound guided percutaneous drainage catheter placement procedure through navarre drainage catheter. Post the procedure, the sure-loktm thread was allegedly digressioned. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, photo and video were provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.